Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter, "I received a complaint from the rn that a nexiva 20 ga 1 catheter lot #0195156 would not release prior to use. This is the standard work just prior to inserting." Questions/inquiries: can you confirm if (B)(6) 2020 is date of event? If not, confirm date of event? How many items are affected? Can you please clarify "would not release prior to use"? What did not release? Follow up response from customer: yes, (B)(6) 2020 is the event date. One item affected. Problem: the needle would not release from the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-22. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga bd nexiva closed IV catheter system single port unit without packaging. All components are present. Through the visual evaluation, a small scuff on the v-clip was observed. This is only cosmetic and does not affect fit, form or function of the product. There is no visible damage to the v-clip or retention washer that would inhibit the needle disengagement or decoupling. A functional test was performed where the needle was pulled back through the catheter assembly meeting no drag or resistance; the needle tip secured inside the tip shield. Decoupling (separating) of the needle assembly from the catheter assembly was successful as the needle grip assembly separated from the catheter extension line assemblies. There are no anomalies or damage to the unit components. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: I received a complaint from the rn that a nexiva 20 ga 1¿ catheter lot #0195156 would not release prior to use. This is the standard work just prior to inserting. Questions/inquiries: can you confirm if (B)(6) 2020 is date of event? If not, confirm date of event? How many items are affected? Can you please clarify "would not release prior to use"? What did not release? Follow up response from customer: yes, (B)(6) 2020 is the event date. One item affected. Problem: the needle would not release from the catheter.